Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a high result for 1 patient tested for elecsys progesterone iii and elecsys hcg + beta test system (hcg+b) on a cobas 8000 e 602 module. Of the data provided only the data for hcg+b was a reportable malfunction. There were no units provided for any of the hcg+b results. The initial hcg+b result was 137.5. This result did not match the clinical picture as the patient was a female who was in the reproductive center and was not pregnant. The same sample was rerun diluted, unknown dilution factor, on (B)(6) 2017 and a hcg+b result of <2 was obtained. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The rerun result was deemed to be correct and was reported outside of the laboratory. The hcg+b reagent lot was 24044400 with an expiration date of 31-aug-2018. A pre-analytical sample error may have been the root cause as the customer had insufficient sample centrifugation. The field engineering specialist manually checked hcg+b and the results were similar with the rerun results, specific results were not provided.

Manufacturer narrative:
Serial no. Updated.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested but was not provided. The most probable root cause was insufficient centrifugation. Other possible root causes include insufficient electromagnetic interference (emi) laboratory compliance, insufficient sample quality, insufficient maintenance, or contamination of the environment with the analyte.